Manufacturer narrative:
Device evaluated by MFR.: a gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 46 mm in length and extended from a position 7 mm proximal of the proximal markerband to 3 mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb arteriovenous fistula outflow tract. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. However, during inflation at 24 atmosphere, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left upper limb arteriovenous fistula outflow tract. A 6.0 x40, 40cm gladiator balloon catheter was advanced for dilation. However, during inflation at 24 atmosphere, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.